Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 5, 2015 lay user/ patient mother contacted lifescan (lfs) and alleged their one touchultramini meter read inaccurately high compared to their feelings and/or normal readings and was also reading inaccurate erratic. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The cca was advised by the reporter that at on (B)(6) 2015, the patient first observed an inaccuracy issue with his meter at 10.30 (result unknown). The reporter alleged the patient obtained another inaccurate result of "351mg/dl" with the subject meter at 11.59am. The reporter confirmed that the patient took his normal dose of medication (including sliding scale) in response to the inaccurate high result, soon after the reporter told the cca the patient started to "feel bad", the reporter went on to state the patient started to "feel super bad" at 2pm, the patient's blood glucose results at this time was allegedly"132mg/dl". The reporter claims the patient developed symptoms of "shaky, vision and hearing effects, disoriented" the reporter confirmed that patients started feeling symptomatic at 7.45 am, the same morning, with symptoms of "slow motion". The reporter confirmed. The reporter confirmed when the patient got home from school two more reading were obtained at 5.58 and 6.01 pm, these results were "106 and 60 mg/dl". The reporter was advised (by an unknown person), to let the patient eat his evening meal, wait 15 minutes, then retest, and use this result to dose with. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The cca identified the patient's testing steps were incorrect, the reporter was educated on not using alcohol wipe to clean after pricking the finger, and alcohol wipes may be permitted to be used only before pricking and allowing the alcohol to dry before pricking the finger. The cca also identified the reporter/patient was using control solution which had been opened past its discard date (opened december 2014). The reporter was educated on the discard date of the control solution, which is 3 months after opening. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Investigation line: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.